Event description:
Pt reported that first time use of prodigy blood glucose meter resulted in a false reading of blood glucose levels. Pt reported that he or she felt an insulin reaction and double checked their blood glucose levels using a different meter which resulted in a different reading than the prodigy blood glucose meter.

Manufacturer narrative:
Due to lack of complaint info and no returned device, ddi cannot evaluate the nature of this specific complaint. We are, however, investigating our complaint trends for similar instances and will perform corrective action if necessary.